Event description:
Information was received indicating that at approximately day four of a seven day infusion of blincyto, a fluid leak at the air venting filter occurred. It was reported that the issue occurred for two weeks in a row. It is unknown if there were any adverse effects.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 9-jun-2022 via email and attached to complaint object: patient details updated in complaint. Relevant tests/laboratory data w/dates provided. Patient has acute lymphoid leukemia. No medical treatment was necessitated as a result of the event. There was no adverse effect to the patient as a result. H6: event problem and evaluation codes: updated. H10: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.